Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the sst tubes are partially filling. The following information was provided by the initial reporter: the customer is investigating the reason for partial draws. Collectors are reporting there is not enough vacuum to fill the tube. The customer has asked for vacuum pressure ranges in bd tubes.